Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the pessary string was short and while attempting to remove, string pulled out. Consumer was able to manually remove the pessary. Consumer visited gyn for vaginal exam and gyn confirmed that the consumer is doing fine.